Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
During a thoracotomy procedure on (B)(6) 2013, it was reported that the small battery drive would not work in forward mode and works in reverse mode only. It is reported the procedure was completed using a manual procedure, as no spare devices were available. No injuries or medical intervention was reported. No additional information was provided. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: device was received for evaluation. An evaluation was conducted. The reporter's complaint that the small battery drive drill won't work forward could not be confirmed. The device was tested and the complaint was not duplicated.

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4)

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.